Event description:
It has been reported to philips that the system failed to expose ,the perspective failed and a high voltage error occurred. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the system was in clinical use at the time of the event and the patient was transferred to another system to finish the procedure. No harm or injury was reported to philips. The customer did not request philips to provide service to or inspect the system; no system assessment, repair, or replacement was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. The reporting address city has been updated.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the system was in clinical use at the time of the event and the patient was transferred to another system to finish the procedure. No harm or injury was reported to philips. The customer did not request philips to provide service to or inspect the system; no system assessment, repair, or replacement was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome.